Manufacturer narrative:
The explanted ipg was not returned to bsn because it was discarded by the medical facility a review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing charging difficulties. The physician performed a pocket revision and replaced the ipg as it was in the hibernation mode. The physician did not suspect any malfunction with the device.

Event description:
A report was received that the patient was experiencing charging difficulties. The physician performed a pocket revision and replaced the ipg as it was in the hibernation mode. The physician did not suspect any malfunction with the device.